Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that one day post implant, the right ventricle lead dislodged and perforated the patient. The lead was explanted and replaced.

Manufacturer narrative:
(B)(4).